Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician replaced the oxygen blender and turbine to address the customer's reported issues and shipped the defective components to carefusion for failure analysis. Failure analysis: carefusion was able to verify the customer's reported issue. During initial bench testing and calibration testing, the ventilator failed for low oxygen blending, but passed full calibration testing. The o2 blender was removed to preform the o2 functional test and found the o2 blender was working normally and within specification with all solenoids delivering in specification o2 air flow; however, while testing the manifold assembly at the production turbine manifold assembly pressure and functional test, the turbine manifold assembly failed for a high leakage; which caused the low o2 blending. Visual inspection of the o2 blender assembly did not reveal any anomalies and all black seals were in specification. Visual inspection of the turbine manifold assembly did not reveal any anomalies; but internal investigation found one of the turbine gasket seals were damaged, which caused the low pressure outlet, the high leakage, and an abnormal noise. Carefusion scrapped the o2 blender assembly and turbine after failure analysis.

Event description:
It was reported to carefusion that the unit was delivering a lower amount of oxygen than expected. There was no patient involvement associated with this complaint.